Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported dissection and subsequent patient expiration could not be conclusively determined.

Event description:
During a premature ventricular contraction procedure, the patient expired. After a successful pvc ablation, the patient became hypotensive, had st elevation, and bigeminal pvc's. An angiogram revealed an occluded left main coronary artery and a dissected left anterior descending artery. The patient experienced ventricular fibrillation and was defibrillated with no resolution and subsequently expired. The patient had expired. There were no performance issues with any abbott device.